Manufacturer narrative:
This report is to retract report, submitted on (B)(6) 2016. This report was erroneously submitted. This device is an investigation device exemption product and is not reportable. All previously submitted information should be superseded to not applicable and null fields.

Event description:
It was reported that the pulse generator exhibited rf telemetry anomaly. No intervention was performed. The device remained implanted. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).